Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they experienced both irritation and purulent discharge at the pod infusion site (abdomen). In addition upon removal of the pod from the infusion site the pods cannula was found to be dislodged. The patient had gone to urgent care where they were diagnosed with an infection at the insertion site. The patient was prescribed cephalexin (250 mg x 5 ml) to be taken 2 times daily for 10 days. In addition the patient was prescribed mupirocin to be applied to the infection site. The patient was released from urgent care after 20 minutes.